Event description:
Pt had an upgrade to a medtronic viva crt-d in (B)(6) 2014. He subsequently required implantation of a destination lvad in 2015. On routine interrogation in 2016, the ICD could not be interrogated. The pt was brought for an ICD generator change on (B)(6) 2016. Normal lead function was observed and a new ICD (viva xt) was implanted and post implant, normal function was observed. The old device was sent back for analysis. A report from medtronic documented and observed "internal short" due to a "battery anomaly in which localized lithium deposits resulted in the creation of an internal battery short."